Event description:
It was reported that the patient was hospitalized due to going into status epilepticus. No other relevant information has been received to date.

Manufacturer narrative:
H6. Evaluation codes, corrected data: follow-up report #1 inadvertently did not list a methods code.

Event description:
Information obtained noting that the patient going into status was from 2018 after the patient received a battery replacement. It was found to be due to the patient's settings being lowered to half of what they were previously programmed to.